Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient had undergone full system revision surgery due to high impedance. The new vns system was tested on the date of the intervention and system diagnostics returned an impedance result within normal limits, with 1391 ohms. Programming history was reviewed and it confirmed that the patient¿s system was tested on (B)(6) 2015 and system diagnostics returned impedance within normal limits and high impedance results. The device was disabled on (B)(6) 2015. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Additional information was received indicating that the generator was replaced prophylactically. It was reported that the explanted devices were not available for return to the manufacturer.